Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that when medication reached filter. IV pump started alarming downstream occlusion and would not prime on pump. One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The extension set was primed and connected to a bd sample extension set in order to conduct a simulated infusion test. The simulated infusion test was conducted at a rate of 125 ml/hr using water with blue dye as the fluid media. The test was running smoothly for 5 minutes without any issue but then the alaris pump indicated an occlusion alarm. The filter was then tested to see if it was functioning correctly by pressurizing the sample with air and placing the sample underwater to see if bubbles exit the sample through the vent as expected. The filter is allowing for bubbles to release through the vent, however, the customer complaint of flow issues - fluid blockage was confirmed. The sample was forwarded to the supplier group for further examination. A review of all lots was conducted and retained samples for the lots were reviewed and tested, with all being compliant. A batch review was additionally performed, and all samples had compliant flow rates. Based on the medication used on the sample, the physical sample could not be reviewed and a root cause for the issue could not be determined. A device history record review for model 10011865 lot number 24129014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris extension set was occluded. The following information was provided by the initial reporter: priming IV tubing via bbraun pump, but when medication reached filter. IV pump started alarming downstream occlusion, and would not prime on pump. Rn disconnected tubing and applied new filter and was able to finish priming inflectra infusion on pump.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that when medication reached filter. IV pump started alarming downstream occlusion and would not prime on pump. One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The extension set was primed and connected to a bd sample extension set in order to conduct a simulated infusion test. The simulated infusion test was conducted at a rate of 125 ml/hr using water with blue dye as the fluid media. The test was running smoothly for 5 minutes without any issue but then the alaris pump indicated an occlusion alarm. The filter was then tested to see if it was functioning correctly by pressurizing the sample with air and placing the sample underwater to see if bubbles exit the sample through the vent as expected. The filter is allowing for bubbles to release through the vent, however, the customer complaint of flow issues - fluid blockage was confirmed. The sample was forwarded to the supplier group for further examination. A review of all lots was conducted and retained samples for the lots were reviewed and tested, with all being compliant. A batch review was additionally performed, and all samples had compliant flow rates. The sample was examined through a sealed plastic bag, and there were no restrictions in the areas where the tubing was bonded to the filter or any of the ancillary connectors. The filter was then pressurized with air and bubbles were seen exiting the vent, indicating the sample was not occluded and functioning properly. The reported failure could not be replicated at the supplier facility and therefore a root cause for the issue the customer reported could not be determined. A device history record review for model 10011865 lot number 24129014 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.